Manufacturer narrative:
A technician from numotion aurora performed an onsite inspection on 05/29/2015. He inspected the system and was able to "tighten the system two more notches". The pressure fit system employs a ratchet and friction mounting mechanism. The gripping force of this mechanism entirely depends on the pressure applied during installation. To assist installers in obtaining the required installation pressure, a visual indicator of the safe pressure zone is included. The pressure fit user manual (page 14, step 10) clearly mentions that this pressure indicator should be in a zone where "green is visible on both sides". Root cause: the pressure fit system was not tightened enough if the dealer was able to tighten upon inspection. No corrective action is required.

Event description:
The user was transferring her daughter ((B)(6)) using a pressure fit system with a c300 lift when the latch of the leg came undone. This caused the leg to fall and dropped her daughter back into her wheelchair. She was uninjured but had muscle soreness on the left side of her body.